Event description:
It was reported that the atrial lead exhibited noise, causing 26 inappropriate automatic mode switch episodes. The noise could be reproduced when the patient made accentuated movements. The patient suffered no consequences from the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.